Event description:
Reporting status: serious injury/permanent damage/hospitalization reporting rationale: separated guide wire remains in pt device issue: separated guide wire it was reported that not only the distal rca, but also the mid rca had lesions during the procedure of the ptca. Thus, two bmw universals were used, one was used through the lesion distally and one was used to protect the branch. It was not easy to remove the one in the distal rca. When the guide wire was pulled out, the tip of the coil separated and about 1 cm remained in the distal rca. The rest of the tip was found to be deformed upon removal. It was not possible to snare the separated guide wire tip from the vessel. Fortunately, the pt did not feel uncomfortable. There were no complaints from the pt, who will leave the hos soon and the period in the hosp will not be extended. The other guide wire used to protect the branch, was also difficult to draw back and another co's guide wire was used to finish the ptca. Currently there is no pt effect, but the pt is under observation in the hosp. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the guide wire tip separation. Eval summary qa analysis revealed that the guide wire was returned with blood and contrast visible on the polymer coating and coils. There was corrosion present on the center solder. The shaping ribbon was detached 2.2 cm distal to the center solder. The core was still intact. The tip coils were detached at the center solder. The separated shaping ribbon, tip coils, and tipball were not returned. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted to the guide wire. The proximal end of the guide wire, up to the hypotube, was passed through a hole gauge. This met mfg criteria. The distal end of the guide wire cold not be passed through a hole gauge due to the guide wire being separated. This did not meet mfg criteria. The returned guide wire could not be backloaded through a new catheter due to the guide wire being separated. The guide wire was sent to the scanning electronic microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis on the guide wire that separated indicated that the device core was subjected to excessive torsional overload beyond its design limit, causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device, and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in guide wire failure. There was a kink at the hypotube area of the guide wire that was likely the result of the difficulty removing the guide wire. Overall, the root cause appears to be from circumstances during the procedure that resulted in the guide wire tip becoming trapped in the vessel and not a mfg related quality issue. The guide wire corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. This MDR is considered closed by the product performance group.